Manufacturer narrative:
Samples received: no samples. Analysis and results: the customer has not confirmed the batch number of which the incidence occurred. Presumed batches are 116401, 117085, 117246 and 117272. There are no previous complaints of three of the four of the presumed batches. We manufactured and distributed in the market (B)(4) of batch 116401, (B)(4) of batch 117085, (B)(4) of batch 117246 and (B)(4) of batch 117272. There are no units in stock of any of them. There is a previous complaint for batch 117246 regarding the same issue that was closed as confirmed by the evidence that in the two samples sent the needle was not attached to the thread. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records and these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: japan . It was reported that when the customer open the package the needle was detached from the thread.